Event description:
It was reported there was positioning difficulty, high thresholds and a helix rotation problem with the lead; the physician had a fixation problem with it. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found; full lead was returned.